Event description:
It was reported that the customer's blood glucose was running high around 300 to 600 mg/dl, while he had a diabetic ulcer. He stated that since taking antibiotics, his blood glucose had not gone over 175 mg/dl. At the time of reporting, his blood glucose was 102 mg/dl. Customer also stated that there was a crack inside of the battery compartment on the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)